Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2019 product type lead product ID 97791 lot# serial# unknown product type accessory product ID 97791 lot# serial# unknown product type accessory h3: analysis of the lead product ID 977a275 serial# (B)(6) found that it was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the lead product ID 977a275 serial# (B)(6) found that the conductors #1 and #2 were broken; 38.3cm from the distal end of the lead. Analysis of the implantable neurostimulator (ins) 97715 serial# (B)(6) found that the ins passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6); ubd: 20-nov-2018, UDI#: (B)(4). Product ID: 9 77a275; serial/lot #: (B)(6); ubd: 17-dec-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a loss of pain coverage, with coverage unable to reduce pain levels in the upper left back and shoulder. Impedance issues were noted on lead contacts 9 and 10, with two contacts on the lead both displaying a red x. The rep noted the lead was fractured/damaged/broken. The issue was ongoing, and an impedance check was conducted in clinic. Programming was attempted, but coverage could not be achieved for a portion of the pain pattern; however, coverage was still possible in the left subclavian area. The healthcare provider discussed a possible lead revision and system upgrade to inceptive if approved, and the patient was agreeable to these suggestions. The future date of revision had not yet been set, and the healthcare provider planned to follow up and submit for approval. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the system was explanted due to oor contacts.